Event description:
It was reported that during a diagnostic coronary procedure, a piece of the manufacturer's wire broke off in the proximal lad. Once the patient was stable, he was transferred to another facility for removal of the wire. The surgeon was unable to remove the wire; therefore, it was retained in the patient by free floating. A coronary artery bypass graft (CABG) was performed and the patient is reportedly doing well. Per the IFU, unplanned endovascular and/or surgical procedures is listed as a possible adverse effect. This adverse event and product problem is being submitted because a portion of the wire was retained in the patient and CABG was performed.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Not applicable for this device. Not applicable for this device. The omniwire was discarded by the facility, thus no returned product investigation was performed. Per the IFU, unplanned endovascular and/or surgical procedures is listed as a possible adverse effect.